Event description:
Right silicone gel breast implant ruptured. Patient desired both silicone gel implants to be removed and to have a bilateral breast lift. Left breast implant was intact upon removal.